Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptic, and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was torn and there was a capsule tear. The lens was inserted and removed during the same procedure. There was no indication of any other surgical intervention was required. A non-johnson & johnson replacement lens was placed in the sulcus of the eye. The patient has recovered. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.